Manufacturer narrative:
The customer contacted the customer care center (ccc) to report a chloride issue with the instrument. Ccc instructed the customer to replace the chloride electrode. The customer replaced the electrode after which quality controls (qc) were still failing. The customer replaced the electrode with a new lot, and ran qc, resulting with range. The cause of the discordant, falsely elevated chloride was due to an electrode malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The customer stated quality controls (qc) run at 7am was within range. However, qc ran at 8 am was out of range for both levels. All samples ran between 7 am and 8 am were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.